Event description:
It was reported that the patient has had persistent chronic pain after treatment with IV antibiotics. The surgeon is concerned that there is a biofilm on the internal device and chronic low grade infection. The surgeon wants to explant the device. Testing has not shown any malfunction of the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.